Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula bent events on 15-mar-2024.the event occurred within 3 hours of insertion. The insertion site was at upper buttocks. The blood glucose level was 550 mg/dl and ketone levels were also found to be life threatening by health care professional at the time of event. Patient resolved it with the help of insulin pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.